Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 235 mg/dl. Customer was advised that the insulin pump will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.